Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock due to oversensing of non-physiological artifacts. An untreated episode was also recorded. The patient was seen in-clinic the same day, and artifacts similar to the ones in the episode could be reproduced in primary configuration by lifting the left arm and device manipulation at the pocket area. No artifacts could be reproduced in secondary configuration. High resolution x-ray images will be performed. If electrode impairment can be identified, the electrode will be replaced. If images do no reveal electrode impairment, the entire system will be replaced. Besides the inappropriate shock, no other adverse patient effects were reported. This system remains in service. To date, no additional information has been received. Should additional follow-up information be provided in the future, an updated report will be issued.

Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock due to oversensing of non-physiological artifacts. An untreated episode was also recorded. The patient was seen in-clinic the same day, and artifacts similar to the ones in the episode could be reproduced in primary configuration by lifting the left arm and device manipulation at the pocket area. No artifacts could be reproduced in secondary configuration. High resolution x-ray images will be performed. If electrode impairment can be identified, the electrode will be replaced. If images do no reveal electrode impairment, the entire system will be replaced. Besides the inappropriate shock, no other adverse patient effects were reported. This system remains in service.

Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock due to oversensing of non-physiological artifacts. An untreated episode was also recorded. The patient was seen in-clinic the same day, and artifacts similar to the ones in the episode could be reproduced in primary configuration by lifting the left arm and device manipulation at the pocket area. No artifacts could be reproduced in secondary configuration. High resolution x-ray images will be performed. If electrode impairment can be identified, the electrode will be replaced. If images do no reveal electrode impairment, the entire system will be replaced. Besides the inappropriate shock, no other adverse patient effects were reported. This system remains in service. Additional information received indicates the patient's s-ICD was deactivated due to a change in patient indication. The system was scheduled to be explanted but the patient cancelled the appointment at short notice and the clinic has not heard from the patient since. Should additional information be received, an updated report will be issued.